Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01161.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance a ruby coil through the distal tip of a non-penumbra microcatheter and, therefore, the ruby coil was removed. The same issue occurred when the physician was unable to advance another ruby coil through the distal tip of the same microcatheter and, therefore, the second ruby coil was also removed. The procedure was then completed using new ruby coils. There was no report of an adverse effect to the patient.